Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in london, united kingdom. Through follow-up communication with the customer, livanova learned that was cleaned regularly as per the instructions for use, when it is not used it is stored drained, it was placed inside the operating theater during use, 3t aerosol collection set is replaced every 7 days since its installation and a t-safe medical tap filter is used for tap water. However, the following deviations were found: - h2o2 checks are not performed; - h2o2 is not added when the water in tanks is changed; - prior to storing the heater-cooler, the water circuits are not disinfected. Considering that the machine was continously contaminated, except for the negativizations in sep, oct and dec 2022 and in jan and feb 2023, the qty complained is set to 2. Based on the collected information, it is reasonable to assume that these deviation may have led/contributed to the reported contaminations. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a heater-cooler system 3t device was found to be microbiologically contaminated several times in the past. The customer did not report occurrences of device contamination to livanova at that time. There was no patient injury. In details: in 2023 there were 8 events of contamination with pseudomonas aeruginosa.